Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a pci procedure involving a lesion in the mid left anterior descending (lad) coronary artery, the quantum maverick monorail balloon ruptured at 18 atms on the initial inflation. A 2.25x8mm quantum maverick balloon was used prior to this device but was exchanged for the larger size. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good'.